Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was still swollen from the implant on (B)(6) 2017 and came to the healthcare provider's office. The new pump was put in the patient's abdomen and the healthcare provider made the pocket bigger and moved it more to the center. It was noted the patient was black and blue. Additional information received from a consumer reported the healthcare provider (hcp) pulled out 100 cc of blood from a hematoma. It was noted the patient had another surgery as a result in (B)(6). The patient had healed nicely since the (B)(6) surgery.